Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 120.4540. Technical support: 1. Replace the battery. 2. Replace the power supply processor board. 3. Return to factory for repair. Recommended replace power supply process or board. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/09/2010 to the present date 01/21/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device had received error code 120.4540. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had received error code 120.4540. There was no patient involvement.